Event description:
A universal high torque drill was sent for evaluation due to overheating during preparation for a procedure. There was no pt involvement; no adverse event was associated with the device.